Event description:
Reporter indicated that pt has experienced constant hoarseness since vns implant. Investigation to date has been unable to determine whether or not the pt has been diagnosed with vocal cord paralysis. The pt's neurologist has referred the pt to the implanting surgeon for f/u. Attempts to obtain add'l info have been unsuccessful to date.